Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax and bard mesh(bard flat mesh) on (B)(6) 2002 and/or (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Manufacturer narrative:
Not returned.